Manufacturer narrative:
No product samples were returned and no photographs or videos were provided for investigation. Therefore, a comprehensive failure investigation was unable to be performed and a probable cause cannot be identified based on the information provided. A device history review (DHR) for lot# 3937220 and relevant components review was conducted and there were no relevant non conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The product is available for investigation. It is yet to be received.

Event description:
The event involved a chemoclave vented vial spike that the filter disconnected from the spike. The leakage of fluorouracil resulted in contamination of the work station and loss of drugs. There was no patient involvement, no adverse event, and no delay in critical therapy.